Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided indicated the patient experienced a wound burn upon insertion of the phacoemulsification handpiece. The phaco power was noted to be extremely high with immediate destruction of the lens and significant wound burn within a few seconds of application. A hyphema was noted. The system and handpiece were switched out to complete the case. Nylon sutures and glue were used to seal the wound.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a patient experienced a corneal burn.